Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to myopotential noise oversensing. It was also mentioned that the patient had another episode in the past and reprogramming was not effective. The patient was hospitalized as a result. Technical services (ts) proposed deep troubleshooting as the patient was hospitalized and recommended reprogramming. Device follow-up was performed in the hospital and reprogrammed as recommended to primary vector 2x. The patient was discharged and will go back for more troubleshooting and to verify system location. The in-clinic testing was performed as planned and ts provided more comments so the physician can take any further actions. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received. Troubleshooting was performed where exercise and movements were performed with the current system placement and also using surface patches to evaluate a more optimal placement. Technical services discussed some improvement in noise reduction was observed with the current system placement using the secondary vector and 2x gain; however, the patient could still be at risk for inappropriate therapy during specific exercises where high amplitude noise was produced. Based on the extensive testing performed, it was determined that repositioning the device and electrode would significantly reduce the noise during exercise. Therefore, about one week after the troubleshooting, the device was repositioned and the electrode was explanted, with a new one placed in a lower position. Technical services reviewed data from the remote monitoring system four days later and confirmed the device was programmed in secondary vector with current r-wave amplitudes between 0.6 and 0.8mv. Smart pass had disabled due to some beats with low amplitudes causing long r-r intervals. No noise was observed yet, as the patient has likely not begun exercise yet. No additional adverse patient effects were reported. The device remains implanted and in service. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to myopotential noise oversensing. It was also mentioned that the patient had another episode in the past and reprogramming was not effective. The patient was hospitalized as a result. Technical services (ts) proposed deep troubleshooting as the patient was hospitalized and recommended reprogramming. Device follow-up was performed in the hospital and reprogrammed as recommended to primary vector 2x. The patient was discharged and will go back for more troubleshooting and to verify system location. The in-clinic testing was performed as planned and ts provided more comments so the physician can take any further actions. The s-ICD system remains in service. No additional adverse patient effects were reported.